Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. On 01-june-2024, it was reported by the patient that five infusion sets fell off during use events on 15-april-2024, 15-april-2024, 25-may-2024, 01-june-2024, and 10-june-2024. Infusion set was in use for a couple hours to 2 days. The patient replaced the infusion set and insulin was resumed successfully. No further information available.